Manufacturer narrative:
Section e1: establishment name:(B)(6) hospital, (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the water tightness was lost due to deformation of the grip and there were scratches throughout the device. The forceps channel port was shaved and the connecting tube had a wrinkle. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: from the collected information, a specific cause of the suggested event could not be identified. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had poor air/water supply. The issue was found during inspection for use for a procedure and it was completed with a similar device. Inspection and testing of the returned device found that the nozzle had a foreign object inside it. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.